Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that a "dye test" was performed, which revealed scar tissue developing around the lead. The patient again stated the "bad lead" was causing the swollen arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that for about eight weeks, the patient's left arm and breast are swollen and the patient has had "pain in the heart." The patient has presented to the emergency room twice and was prescribed antibiotics, however the symptoms are persisting. The patient questioned if the right atrial lead "has run out after eight years or failed." The lead remains in use. No further patient complications have been reported as a result of this event.